Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to ipg end of life. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo an ipg replacement procedure.